Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication. On an unspecified date, the option-lok male adapter of the tubing set was connected to an unspecified IV catheter. After an unspecified length of time, the tubing separated from the clave port of the tubing set. An unspecified volume of bleed back was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified two possible lot number (plots). The possible lot numbers are (B)(4). This report represents all the info known by the report upon query by hospira personnel.